Event description:
A report was received that the patient was explanted due to discomfort at the ipg site. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan, surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.